Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the customer rec'd an occlusion alarm during basal delivery. The customer's blood glucose level was 500 mg/dl. During the system check with tandem technical support, the customer reported that the pump appeared to be pulling a small amount of liquid back into the cartridge and no occlusion alarm sounded. The customer had been using humalog u-500.